Event description:
It was reported there was high threshold on the right atrial (ra) lead. It was noted the lead dislodged. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Continued: 6949 implantable tachy lead 2005 (B)(6). (B)(4).